Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that oralpak 3ml blue hospital had foreign matter inside. This was discovered during use. The following information was provided by the initial reporter: it was identified that the syringe is dirty inside.